Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers jammed, there was corrosion on the contacts and the device would not run. It was determined that the device would not run due to the corrosion inside the device. It was determined that the trigger had corrosion inside, resulting in the device to jam when it was pushed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to inadequate cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the drill did not work on the small battery drive device. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.